Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the follow up report. H2: correction.

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation of a detached wire was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation of a detached wire was confirmed. The probable cause was determined to be a missing sensor wire from the sensor pod. The sensor wire was removed the the patient's body using local anesthetic on (B)(6)2020. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, upon removal of the sensor pod, the sensor wire was missing. Later, the patient stated that the sensor site area was painful, and the patient's parent took them to a healthcare personnel (hcp) where an x-ray confirmed a retained sensor wire. The patient's parent stated that a physician removed the retained sensor wire using local anesthetic in the clinic setting. At the time of report, the sensor site area was no longer painful, and the patient was doing well. No product was provided for evaluation. Confirmation of the allegation was confirmed based on the reported removal of the retained sensor wire using local anesthetic on 10/01/2020. The probable cause could not be determined. No additional patient or event information is available.